Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2021 based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089182/7081013.

Event description:
It was reported that the patient had an infection at the ipg and lead site. It was also noted that the paddle and battery site had a sore bump in the skin. It was unknown if the infection was device or procedure related. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices were discarded by medical facility.